Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction and cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella was having suction alarms at p-6, went to p-5 then went to p-4. The doctor decided to explant the pump. There was no reported patient harm.

Manufacturer narrative:
The investigation for the low pump flow has been completed. Data logs were reviewed and several suction alarms were seen during most of the case. Placement signal declining trend seen from start with bleeding event. Likely loss of blood volume due to bleeding. Suction alarms were found at p-level higher than p-4 and resolve when turned down below p-4.the cause of the low pump flow issue was most likely patient condition related per log analysis.